Manufacturer narrative:
As reported through the implant patient registry (ipr), the patient expired twelve days post tavr. After the initial report, the medical records were obtained for this event. The medical records revealed the transapical tavr procedure was successful with a final result of trivial regurgitation. The patient suffered no apparent complications during the procedure and remained hemodynamically stable throughout. The echo (3 days post tavr) noted a sapien valve, without stenosis and trivial to mild paravalvular regurgitation. The right ventricle was noted to be severely dilated with severe tricuspid regurgitation; the ef was 65% with probably moderated diastolic dysfunction. Post operative day 6 the patient had problems including acute kidney injury (aki), continuing hemodynamic instability, atrial fibrillation (chronic), variable degrees of anticoagulation, respiratory insufficiency, significant right heart failure, and a self-limited gi bleed. Additionally, the patient had bradycardic episodes, confusion, metabolic acidosis, respiratory acidosis, pulmonary hypertension, and acute on chronic combined systolic and diastolic chf noted during the hospitalization. Despite the valve functioning appropriate the patient's prognosis was poor due to the multiple organ issues and underlying significant co morbidities the family did not want aggressive measure taken and was referred to palliative care. This (B)(6) female has a history of cad with prior CABG, copd, diabetes mellitus, obesity, recently treated severe cellulitis, chronic atrial fibrillation, severe rv systolic dysfunction with severe tr, and chronic venous stasis. Per the instruction for use (IFU), heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient's risk of suffering from chf include obesity, advanced age, and a history of smoking. In this case, the exact cause of the reported death from heart failure cannot be determined, however, the patients advanced age and significant underlying co morbidities (including pre-existing severe rv failure, cad with prior CABG, copd, obesity, aki, respiratory failure ) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Through investigation of the medical records, the patients death from heart failure was not related to the edwards sapien valve. In addition to the successful transapical tavr procedure, the patient suffered no apparent complications during the procedure and remained hemodynamically stable throughout. Echo reported that the sapien valve functioning appropriately. The patient's death was likely due to multiple organ issues and significant underlying comorbidities.the family did not want aggressive measures taken and was referred to palliative care. Therefore this event is not MDR reportable.

Event description:
Per the implant patient registry (ipr), the patient expired twelve days post transcatheter aortic valve replacement (tavr). No additional information is available at this time.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Multiple attempts were made to obtain additional information regarding the patient's death. The only additional information available at this time is the cause of death, which was reported as right ventricular (rv) failure. The sequence of events that led to the rv failure and the patient's expiration 12 days post procedure, as well as the patient's medical history, was not provided. At this time no allegation has been made relating the patient's death to the sapien valve, and there is no evidence to indicate that the valve was related to the patient's death. If additional relevant information is received, a supplemental report will be filed.